Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6937 lead, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular lead had 342 short interval counts in the past few months with potential noise. The lead remains in use. No patient complications have been reported as a result of this event.